Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: h6 codes

Event description:
Additional information indicates the ipg was not at end of life. The patient experienced an increase in recharge burden but did not lose therapy.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was inoperable. In turn, the ipg was explanted and replaced to address the issue.